Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit waveforms were not picked up and did not even recognize a sensor. The customer reported that patient had stage 1 skin injury.